Manufacturer narrative:
The glidescope titanium lopro t3 blade was replaced for the customer and the blade was returned to verathon for evaluation. The technical service representative confirmed the reported intermittent image during testing. Since the customer received a replacement glidescope titanium lopro t3 blade and there are no repairs available the returned blade was scrapped. Corrective action is not required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the image was intermittent. The procedure was completed with a glidescope titanium lopro t4 blade, with a three (3) minute delay while the second blade was prepared. No harm to patient or user was reported. The customer stated they later isolated the issue to the blade.